Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d9: complainant part is not expected to be returned for manufacturer review/investigation. E3: reporter is a j&j sales representative. H3, h4, h6: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from depuy synthes reports an event in japan as follows: it was reported that on an unknown date about a year ago, the patient underwent the surgery for clavicle fracture with the plate and the screw in question. The removal surgery was performed on an unknown date as bone fusion was achieved. During removal surgery it was found that the screw broke off. The screw was broken just below the screw head, although the breakage could not be seen in the preoperative images. It is possible that the breakage occurred during the postoperative follow-up of the bone union due to metal fatigue, or that the torque applied during the removal surgery caused the screw to break off. It is unclear when the breakage occurred. It was difficult to remove the screw in question because the screw was thin and the tip of the screwdriver does not fit tightly. There are no pieces in the patient. The surgeon confirmed by x-ray. The surgery was completed successfully with thirty (30) minutes surgical delay. No further information is available. This report is for one (1) 2.7mm ti va lckng scr slf-tpng with t8 stardrive recess 16mm. This is report 1 of 1 for complaint (B)(4).